Event description:
Machine indicated that pt had exceeded excess fluid removal at a total of 131 ml. This set was discontinued. The machine was restarted, rescaled/zeroed, and resumed treatment. Six hours later the same message appeared showing an excess fluid removal of 130 ml. There were no warning messages; only that 130 ml had been reached. This set was discontinued and a new machine was ordered.